Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.